Manufacturer narrative:
B3. The event date is an estimated date (year valid). See b5 for additional context. D6a. The implant date is an estimated date (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after surgery, all impedance values were perfect and green color. After surgery approximately 2 months ago, impedances were checked and the active contact was orange. The patient felt bad. The physician also stated the implantable neurostimulator (ins) battery was not working very well. It was also stated that the patient had an MRI scan so stimulation was off but turned on again after scanning. Before the MRI, impedances were orange color. After MRI and stimulation on, all contacts were green. After 1.5 hours, impedances were checked again and were orange. The patient had dyskinesia under the medication. It was reviewed that the patient was not eligible for an MRI with the high impedance (orange), but went for MRI. This is considered as off-label.

Event description:
Additional information was received reporting that they have a lot of problem about the rechargeable device and every account/physician have these problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.